Manufacturer narrative:
Section d9: device available for evaluation: yes . Section d9: return to manufacturer: 8/25/2021 section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Visual inspection under magnification revealed two parts of an iol (another part missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data and additional information: additional information received with the product return revealed the physician's name and patient's date of birth that were not captured in the initial medwatch report# 2648035-2021-08296. The following fields have been updated: section a2: date of birth: (B)(6) 1947 section e1: complaint reporter first and last name: omar hanuch section e2: health professional = yes section e3: occupation: physician all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis intraocular lens (iol) was fully inserted, but had to be replaced due to a bent/broken haptic. There was patient involvement and no injury reported. Patient has recovered. No further information was provided.